Event description:
The device was returned due to a cassette detect error. The results of the investigation confirmed the downstream occlusion sensor (dso) had an intermittent fault and the seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and an intermittent downstream occlusion (dso) sensor was found, and the cassette detector pin was stuck inside the chassis due to a broken seal. The broken seal was replaced to fix the issue.